Event description:
Boston scientific received information that post operative check of this left ventricular lead revealed loss of capture and increased thresholds. A lead dislodgement was confirmed. At this time the patient was booked for a follow up and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.